Event description:
Tip broke off star drive trident universal screw driver while screw was being inserted in patient. Screw was already fully seated in the trident psl shell. Broken fragments were unable to be removed from screw head. No surgical delay occurred and no replacement driver was required.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: product was not returned an event regarding a damaged hexalobular screwdriver tip from a trident driver was reported. The event was not confirmed. The device was not returned for evaluation. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. Device and complaint history review could not be performed as the manufacturing lot code of the device is not known. The exact root cause could not be determined as the complaint device was not returned for evaluation. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture.

Event description:
Tip broke off star drive trident universal screw driver while screw was being inserted in patient. Screw was already fully seated in the trident psl shell. Broken fragments were unable to be removed from screw head. No surgical delay occurred and no replacement driver was required.